Manufacturer narrative:
Model number/catalog number: sc-2218-50, (B)(4), model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had an infection at ipg and lead site. Symptoms of purulent discharge, tenderness, pain and edema were noted. The physician believed that the infection was not device related and the caused was due to some other medical conditions. The patient was placed an antibiotics. The patient underwent an explant procedure and was doing well postoperatively.